Manufacturer narrative:
Result of investigation: the device was not sent to the manufacturer for inspection. A review of similar complaints on this product code resulted that the cutting loop broke by excessive force applied during the procedure. The corresponding IFU 97000160_electrodes for single use_v10.5_print contains the following warning on page 5: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "5 minutes into the case, one side of the electrode snapped. The surgeon used a new electrode, which worked fine and could successfully complete the surgery." No negative impact in state of health reported.